Manufacturer narrative:
This device remains implanted but not in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead recorded 134 non-sustained episodes. The episodes showed artifact on the right ventricular (rv) and shock channels. Boston scientific technical services (ts) recommend performing lead integrity testing. There were no out of range or unusual measurements in a review of the impedance data. The device and lead remain in service. No adverse patient effects were reported. New information received indicates that due to unresolved oversensed noise, this system was replaced. The ICD was explanted and the rv lead was surgically abandoned.